Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: during investigation, the cartridge cap was damaged. The rubber was found to be torn. The cartridge attached securely to the test pump.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.